Manufacturer narrative:
The reported field event of oversensing was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment and no anomalies were found.

Event description:
It was reported that the device exhibited oversensing. The device and the lead were both explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.